Manufacturer narrative:
Clinical review: it is unknown what type of infection the patient was referring to in the survey response. Additionally, it is unknown if the patient was utilizing fresenius products when the reported infection occurred. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this patient reported discontinuing peritoneal dialysis (pd) due to an infection. Attempts to obtain additional information were unsuccessful. The clinic stated the patient is currently completing home hemodialysis (hd); however, did not have any information pertaining to the patient¿s time on pd therapy including the reported infection. It is unknown what type of infection the patient was referring to in the survey response.